Event description:
The customer reported erratic beta human chorionic gonadotrophin (bhcg) and thyroid-stimulating hormone (tsh) pt and quality control results involving unicel dxc 600i synchron access clinical system. It is unk if the pt results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. Beckman coulter customer product line support (cpls) reviewed files provided by the customer and determined the upward shifts were due troponin I analysis prior to (bhcg) and thyroid-stimulating hormone (tsh) assays. This reportable event was identified during a retrospective review of product complaints conducted from jan 01, 2008 through oct 23, 2010 for add'l reportable events.